Manufacturer narrative:
Review of the product history records indicate that products were manufactured and accepted into final with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
"Multiple encounters through (B)(6) 2016 were regarding physical therapy, a closed reduction of a dislocation of the right hip, and continued treatment for chronic pain, without specific complaints referable to the right hip."

Manufacturer narrative:
An event regarding alleged dislocation involving a trident liner was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of the primary and revision operative reports, office notes, MRI and pathology reports and x-ray printouts by the consulting clinician indicated [...]" There is no evidence the clinical problems described in this frail, elderly, osteopenic patient were the result of factors of faulty right total hip arthroplasty components design, manufacturing or materials." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
"Multiple encounters through (B)(6) 2016 were regarding physical therapy, a closed reduction of a dislocation of the right hip, and continued treatment for chronic pain, without specific complaints referable to the right hip."